Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she had unresponsive buttons on the pump. Customer's blood glucose was 386 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.